Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the paramedics were called four times within the past ten days due to low blood glucose levels. No blood glucose reading was reported. Troubleshooting was performed. The insulin pump passed the displacement and self tests. The customer felt very uncomfortable with the insulin pump and wanted it replaced.